Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue on both power cables and fluid ingress on both power cables. The heartmate 3 system controller (serial number: (B)(6), was returned for evaluation following the reported event of a driveline communication fault alarm; this alarm is addressed via the modular cable investigation. The returned controller operated in a mock circulatory loop with a test modular cable for an extended period of time without any issues or atypical alarms activating. Additional information provided stated that the reported alarm did not resolve after exchanging the controller. Testing of the returned controller did not reveal any issues that would have contributed to the reported alarm. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2018. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables and the modular cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and the modular cable for damage. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault alarm. The patient presented to the emergency department (ed) for further evaluation. The controller was replaced around 3:00am but the driveline communication fault alarm returned at 6:20am. The patient remained asymptomatic. The modular cable was exchanged and the alarms resolved. Related MFR. Report # 2916596-2023-03895.